Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and reported the unit's alarm settings were incorrect causing the auto-cycling. After setting the alarms accordingly, the issue was resolved. The fsr performed the user verification test and reported the device meets factory specifications.

Event description:
The customer reported while using the vela ventilator; the device is auto-cycling. The customer reported there is no patient involvement associated with the event.